Event description:
A malfunction alarm was reported with a displayed malfunction code of "malf 0." There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided pump reset information and helped in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump. The customer acknowledged the instructions and was told to call back if the malfunction code reappears.